Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device rebooted itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including impedance calibration testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of activity on the reported event date. The customer was unable to provide the clinical logs or the cath lab's electromagnetic environment specifications. The device was recertified and returned to the customer. No trend is associated with reports of this type.